Event description:
Reporter knows this may sound crazy. Reporter has had few strange looks from close friends when discussing this topic with them. Reporter is writing in reference to the cell phone info page. In 1999, reporter was returning home from christmas shopping when they realized their debt card was missing. Earlier in the day reporter had had a lube job on their vehicle, and had mistakenly left their debt card on the dash of the car while the vehicle was being serviced. Concerned that one to the service people might have picked it up and was now on an evening shopping spree reporter immediately picked up their cell phone and dialed their bank. While reporter was holding to speak with a rep they experienced an unusual sensation. To them the term sensation has always meant something pleasurable. What they experienced was not pleasurable. For "lack of a better word" the only way to describe what they left was an electrical like current shooting through their right ear (the ear in which they were holding the phone). Reporter thinks the FDA needs to thoroughly do some serious cell phone testing. Reporter may sound nuts, but all they known is what they felt. Reporter would think it would be better for the FDA to find out the real safety problems with cell phones and bring it before the public, instead of being sued twenty years down the road for negligent reporting. For what it is worth reporter thought they would report this incident to the FDA considering all the info listed on the web page. Actually it seems strange they have pulbished so much info online. Reporter would think with all the documentation they would probably already have accurate figures.